Event description:
Revision surgery - the surgeon performed a poly exchange; due to wear.

Manufacturer narrative:
Djo surgical received this complaint of a reportable event and has determined that the explanted device was manufactured and implanted prior to february 22, 2005 by osteoimplant technologies, inc. (Oti). As part of encore medical's acquisition of the oti product lines, oti (now known as pinnacle holding, inc.) Agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on february 22, 2005. This information will be forwarded to (B)(4) at pinnacle holding, inc., (B)(4).